Event description:
The customer called to report high bgs. The customer said that they were able to treat bgs with a bolus. The customer mentioned that the pump was shut off when they wake up and this problem has been happening for the past few weeks. The customer did not receive any alarm and the pump had a blank screen. The customer stated while the buttons are pressing the full segment display schows. The new batteries were inserted but the problem still persists. The customer indicated that the device was not dropped, bumped, or exposed to moisture. Instructed the customer to disconnect from the pump and use back up plan of manual injections. The customer's spouse called back two days later and reported that the customer was hospitalized for dka and ketones.